Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was reported that the recorded basal history did not match the active basal setting of the pump. The reporter stated that the user blood glucose (bg) readings were at or below 70 mg/dl, as well as at or above 250 mg/dl; however, the readings did not reach below 40 mg/dl, nor did they exceed 500 mg/dl. There were no reported symptoms associated with hypoglycemia or hyperglycemia, nor was there a report of assistance by a third party, loss of consciousness, seizure, or positive ketones. The alleged bg excursion does not meet animas criteria for a serious injury and is therefore not reportable as an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 - device evaluation: the pump has been returned and evaluated by product analysis on 04/06/2015 with the following findings: a review of the pump black box data revealed pump reboots followed by an incorrect time and date setting. During testing, the pump was exercised for 24 hours on a 1 unit per hour basal setting, and the pump accurately delivered according to the setting. The delivery was accurately recorded in the basal history. No errors, alarms, or warnings occurred during testing. The complaint was not duplicated, and no defect was found.